Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the electrode, introducer set and a cable were returned. An examination of the electrode found the array to be fully retracted. No residues were found on the device. The cannula on the electrode is slightly bent. No visual issues identified with the introducer set. During the functional evaluation the array was extended and retracted with some resistance noted due the slightly bent cannula . The array extended fully and the tines were evenly spaced and un-deformed. The electrode was advanced through the introducer cannula and some resistance was felt due to the electrode cannula slightly bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 20oct2017. It was reported that insertion difficulties occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. A leveen¿ coaccess¿ was selected; however, there was difficulty inserting the needle into the introducer lumen. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the cannula was bent.